Event description:
It was reported that during priming with a prismaflex m150 set , an external fluid leak from filter port was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection observed a leakage from connection to the dialysate port. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted